Event description:
It was reported that during a procedure using an electrophysiology catheter, "the tip broke off in the patient and was lodged in the femoral artery." The patient was taken into surgery to remove the tip.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. No sales order number was reported so the sterilization date and expiration date are unknown. The complaint was not confirmed for the reported failure mode as the device was not returned for an evaluation. The root cause of the reported event is unknown; possible root causes include the following: processing error (includes inspection error). User error (including user methods and technique). Ancillary equipment error (including all equipment and devices other than the complaint device). The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.